Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the left anterior descending (lad) coronary artery. During the second inflation to 10 atms, the balloon pressure decreased. A pin hole rupture was noted upon device removal. The initial inflation was to 8 atms. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported. Pt status is reported "good".